Event description:
Patient reports he has no groups programmed on his patient programmer. He is able to increase or decrease stimulation but has no groups. Medtronic personal will meet with patient for programming. Medtronic representative states patient feels no stimulation and impedances are high on the 1x4 lead implanted with 1x4 adapter. Impedance readings are: (0-1) 4241 ohms, (0-2) 7019 ohms and (0-3) 9278 ohms. Additional information has been requested and if received, a follow up report will be sent.

Event description:
According to the information received, the 18mm amplatzer cribriform occluder (aco) did not conform to the defect size upon release, so it was removed with a snare and another 25mm aco was successfully implanted.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer cribfriform occluder involved in this incident since it was not returned to us. Should the device be returned to us, a supplemental report will be filed.

Manufacturer narrative:
The 18mm amplatzer cribriform occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation was unable to confirm the performance described at implant; however, we understand that we are unable to fully reproduce all of the variables associated with this event, including the laboratory environment or contributing patient factors. We continue to work with manufacturing and research and development to understand the factors involved in device deformation.